Event description:
A customer reported released on a pt's left eye following flap creation. The system then displayed a message, "do you want to release the pt bed?". The operator pressed "no" and the bed and laser arm did not move. The pt had to be released manually. No pt harm was reported add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).